Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, the lens was rotated. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).